Event description:
Pt was on x-ray table in a standing position for about 5 mins. As pt turned sideways for the tech to obtain the next film, the footboard came loose from the table causing the pt to fall on the floor from approx 8" off ground. Pt struck coccyx and back of head on the floor and c/o severe pain in hips afterward. X-ray shows fracture s4-s5.